Event description:
Device issue: difficult to deploy - needle plunger, needle-to-cuff miss, difficult to remove, foot/needle break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician using the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, when the plunger was pushed, resistance was felt. The needle plunger was removed, but no suture was present. After parking the foot, the device was difficult to remove and after removed, the rear foot was found detached and the location of the detached foot is unk. The rear needle is missing and the location is unk. It was not reported how hemostasis was achieved. There was no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.